Manufacturer narrative:
D1, d.4- product identifiers are unknown. G4. PMA / 510(k) - unknown as product identifiers are unknown h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient having l1-3 transcutaneous posterior fixation (cement screw) due to compression fracture. It was reported that  fns v5 mas5×50 mm was inserted on the right side of l1 and an outer sheath filled with cement was pushed with a plunger over the cement delivery guide and guide tip; attempted to fill it with cement, however, it was hard and could not be pushed so there was no cement placement. Cement hardening time was about 18 minutes (the first injection started at 16 minutes; this was the fourth injection. No problems with other cement injection). There is a possibility that the cement hardened inside the outer sheath and the plunger could not be pushed, but a defect in the outer sheath cannot be ruled out, so a defect is reported.when started injecting the cement through the screw, and only the last fourth outer sheath hardened and could not push them out using the plunger. After a problem with the 4th one could not be extruded, the other 3 could be additionlly injected a small amount of cement which was in the sheath. There was a defect where only the 4th one hardened quickly and the cement could not be extruded. There were no patient symptoms reported. There were no further complications reported regarding the event.